Event description:
Report received that the customer is having discrepancies with chemotherapy infusions where the infusions are taking too long to infuse. A 23 hour infusion of chemotherapy (5-fluorouracil) was scheduled to complete at 00:30am on (B)(6) 2011, but completed at 4:00am on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the investigation has been completed.